Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the cause for the reported issue cannot be determined. The subject device was not available for return.

Event description:
The transform balloon was being inflated inside a non-stryker stent in order to open the stent, but ruptured before it reached full inflation size. There were no reported patient consequences due to the event.

Manufacturer narrative:
Device is not available.

Event description:
The transform balloon was being inflated inside a non-stryker stent in order to open the stent, but ruptured before it reached full inflation size. There were no reported patient consequences due to the event.